Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found a broken grip cable. The grip cable was found to be broken and stuck out at the wrist. The idler pulley was able to spin freely and it exhibited pulley rim and face damage.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the customer noted one of the cables of the mega needle driver instrument was cut during the procedure. No patient harm, adverse outcome or injury was reported.